Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the patient presented with an infection and there was a revision surgery performed to remove the implant.

Manufacturer narrative:
Initially, it was reported that the patient had revision surgery due to infection. However, in a recent follow-up with the sales rep, he mentioned that the patient did not have infection but there was csf build up due to the drain not working properly. The implant did not cause the issue, but was removed due to pressure. H3 other text : not available.

Event description:
It was reported there was a revision surgery performed to remove the implant.